Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The cause for the iipv was undetermined. The event log for this therapy was not available and a cause cannot be determined from the available information. Three bypasses were recorded during the therapy, but it is unknown what steps were bypassed in the therapy. No further action is required at this time. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 08:52:02. During night drain cycle five, the patient's ultrafiltration reading was 1313ml, indicating the home patient (hp) drained 1313ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.